Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on unknown date. Blood glucose reading was unknown. It was unknown that how the customer was treated at the hospital. Customer stated that insulin pump was not saving the history. Customer stated that when reservoir was empty, insulin pump was not alarmed. The insulin pump will not be returned for analysis.